Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump touchscreen developed a crack about a year prior and recently worsened to the point the screen became unusable, after which a replacement was arranged and delivery updates were provided; the device had been synced before shutdown and the user was instructed on shutdown and return. Symptoms included no injury. Outcomes included no impact to blood glucose management, as the user employed backup therapy and continued cgm use. Investigation included review of customer reports and coordination with shipping. Investigation of this case revealed a cracked or delaminated display rendering the touchscreen nonfunctional. It was concluded that the device experienced a hardware failure of the touchscreen/display, and a replacement device was provided.